Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced multiple hardware parts as a part of preventative maintenance and the ise tubing, ratio pump and the carbon bridge to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (weight, race or ethnicity) was provided.

Event description:
The customer reported erroneous na (sodium), co2 (carbon dioxide) and cl (chloride) patient results generated system unicel dxc 600 pro synchron system. The erroneous patient results were reported outside of the laboratory and later amended. There was no effect to patient treatment in connection to the event. Quality control was within specification prior to event. Refer to (B)(4) MDR 2050012-2021-00011 which addresses the erroneous results generated on (B)(6) 2021.